Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and identified that the system was not powering on. A philips field service engineer (fse) visited onsite and identified that the host pc was not powering on. To resolve the issue, fse replaced the host pc. After the replacement, the system was returned to use in good working order. The defective nehalem host pc was returned for further analysis. Analysis was not able to confirm the failure. The codes were updated based on the investigation outcome.